Event description:
The physician noted a small leak in the bladder. He decided not to remove and replace the iab, since the pt's condition was so poor and the risk of complications from removal outweighed the risks of continuing to pump. However, the iab was later removed and the pt survived the procedure, but his condition continues to be poor. The pt's surgery and iab insertion were a "last effort" for the pt's survival.